Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: what suture type was used? No further information will be available. What suture size was used? No further information will be available. When the event occurred, was the suture placed near the hinge of the clip? No further information will be available. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? No further information will be available. Was the applier checked for damage (jaws straight and aligned)? No further information will be available. What was the surgical procedure involved? No further information will be available. Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information will be available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned. Visual inspection and functional testing were conducted on the returned reload. The analysis results of the xc200 reload were received with no apparent damage along with 2 loose clips. And 4 loaded clips, however, the clips were noted to be broken; due to that the clips are absorbable and have begun the process of degradation. In addition, the foil was examined and showed multiple wrinkles and small holes in the bottom cavity of the foil package related to excessive manipulation. Due to the condition of the clips no functional test was performed. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to the sample condition. Based on the damage found on the foil, due to the improper handling of the package. It should be noted that all ethicon product is 100% inspected prior to release. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a robot assisted urological procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clip could not be fed into the jaw. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.